Event description:
It was reported that it was not possible to secure the atrial lead in the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. The primary analysis finding noted no anomalies were found. The device set screw was loose/detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.